Event description:
On 1983: bilateral breast augmentation. On 1994: recent mammogram and sonogram suggested rupture of the left implant. On 3/21/94: removal of bilateral breast implants. Replaced with saline-filled implants.